Manufacturer narrative:
Due to character limitation in e1: full event name: (B)(6) hospital, department of medical services. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had a power up failure. No patient harm or injury reported.

Event description:
It was reported before use that a cardiosave intra-aortic balloon pump (iabp) had a power up failure. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5, e1, g1, g3, g6, h2, h6 (medical device - problem code, type of investigation, component code, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) evaluated the unit and found power management board with water stains, damaged burn marks and pim had water in it. The fse brought in spare parts for further checking but the unit was still unusable. The fse replaced the pneumatic module assy (0997-00-1178), power management (0670-00-1162), helium reservoir (0997-00-0565), fitting, mufer,70 (0103-00-0709), muffler (103-00-0499) and tested the operation for 1-2 days. After testing the unit for 1-2 day the machine can work normally. All functional and safety test completed.

Manufacturer narrative:
Corrected fields: h6 (component codes).

Event description:
N/a.